Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical source. It was reported that the priming bolus was not delivered/arrived properly. It was also reported that the patient experienced withdrawal from baclofen after pump replacement. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving baclofen with an unknown concentration and unknown daily dose. It was reported that today the baclofen pump of the patient was replaced by the "day-oka". This went without problems. At home, the patient had suddenly experienced progressive spasms, untenable pains, and burning pain at the back. Anamnestic also speak of spontaneous sweating. It was reported that the patient has never had these pains and that they are really crying out of the pain. It was reported that the condition was very suspicious for withdrawal on baclofen after replacing the baclofen pump. Since the side-port aspiration is normal, the chance of a mechanical or hardware problem seems small. It was reported that the priming bolus may not have been delivered or arrived properly. When the stimulator was read out, the post-operative priming bolus appeared to have been administered correctly. It was reported that on (B)(6) 2018 as additional bolus of 100 mcg was given to the patient. It was reported that the event resulted in in-patient hospitalization and an emergency room visit. It was reported that the event resolved without sequela on (B)(6) 2018. No further complications were reported and/or anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician; product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that an 8840 clinician programmer was used in this event. It was reported that the 8840 serial number and software card were unknown. It was reported that the cause of the priming bolus not being done correctly was not reported in the medical file and is probably not known by the clinicians. It was reported that the error was not identified before the patient went home. No further complications were reported and/or anticipated.

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer, physician; product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Pump logs were provided and contained information around the priming bolus that was programed. It was noted that the tubing volume was 0.140ml, the catheter volume was 1.194ml, and the total prime volume was 0.194ml. The drug bolus dose was 388.1 mcg with a bolus duration of 00:12 h:m. No further complications were reported and/or anticipated.

Manufacturer narrative:
Product ID: neu_unknown_prog, serial# unknown, implanted:n/a, explanted: n/a, product type: programmer, physician; product ID: neu_unknown_prog, serial# unknown, implanted: n/a, explanted: n/a, product type: programmer, physician. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical source. It was reported that the drug concentration was 2000 mcg/ml at 479.4 mcg/day. It was reported that the phrase "day-oka" (<(> <<)>24 hospital) meant that the patient was only in the hospital during the day, not overnight and not multiple days. It was reported that the clinician programmer used was unknown. It was reported that the cause of the patient symptoms is that the priming bolus was not administered/did not arrive the right way. No further complications were reported and/or anticipated

Manufacturer narrative:
Product ID: 8870, serial# unknown, product type: software; product ID: 8870, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical source. It was previously reported that the implant date was (B)(6) 2018 and additional information received reported that the pump was implanted on (B)(6) 2018. No further complications were reported and/or anticipated.